Manufacturer narrative:
The devices involved in the event will not be returned for evaluation they were discarded. (B)(4).

Event description:
Embolization treatment of an avm with onyx. During procedure, it was reported that onyx could not be visualized under fluoroscope. No patient injury reported. Same event as MDR# 2029214-2011-00057.